Event description:
A 26 mm sapien valve was deployed too aortic with a final 80:20 aortic/ventricular position, resulting in moderate paravalvular leak. Post dilation was performed, with no improvement to the pvl, creating central leak (cai). A second valve was deployed more ventricular within the first valve, resulting in mild pvl and correcting the cai. At last report, there were no patient complications as a result of the second valve deployment. It was reported that the valve moved aortic during inflation, resulting in the 80:20 a/v position. The cause of the movement was not reported. The native annulus diameter was reported as 22.8x30.8mm (valve area 534 mm2) by CT. Coaxial alignment of the delivery system and valve was reported to be good; image intensifier angle was good; ventilation was held during deployment and there was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use, malposition and valve regurgitation are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Potential causes of valve regurgitation include malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it appears that post dilation of the valve appears to have caused the central regurgitation. It is unknown what led to the too-aortic positioning. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.